Event description:
Testing by service center found the ventilator powers on and off.

Manufacturer narrative:
This MDR 2031702-2008-00053 is being filed beyond the 30 day reporting timeline. The customer svc rep inadvertently failed to notify regulatory affairs.